Manufacturer narrative:
Based on the available information, the rse evaluated the device remotely and determined that the therapy knob was defective. Philips sent the dfm100 assy power switch to the customer's site to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the therapy knob is not functioning properly. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.